Event description:
The customer reported that a pt who was attached to an intellivue monitoring system (mp70 and piic) was found expired.

Manufacturer narrative:
(B)(4). The customer reported that a pt who was attached to an intellivue monitoring system (mp70 and piic) was found expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.